Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. It is recommended that all plasma samples are stored upright before and after centrifugation to mitigate any specimen anomalies, such as film. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume (by use of no additive tube to fill pbbcs tubing) to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there was an issue with underfill.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was an issue with underfill.